Manufacturer narrative:
The investigation for the hemolysis and positioning issues has been completed. The pump was not returned for investigation. According to the clinical data, hemolysis was reported based on lab reports for lactate dehydrogenase (ldh), plasma free hemoglobin (pfhgb), and bilirubin. Hemolysis improved after explantation. The pump was explanted due to the malposition of the impella. Data logs showed no signs indicating placement signal trends and pump flow variations while running on steady p-level, without any reported motor current spikes. Alarms related to the impella's position in the aorta were reported at the end of the case run, with non-pulsatile motor current and elevated pump flow. The cause of the hemolysis issue was most likely patient condition related, based data log review. The cause of the positioning issue was not determined since product was not returned and sufficient clinical information was not provided. Correction to the initial MFR report: b5- it was incorrectly stated that the patient expired on support. It should be noted that the patient improved after the impella explant and recovered without sequelae. H6- impact code 1802 changed to 4627.

Manufacturer narrative:
The pump was not returned for investigation. It was implanted between (B)(6). According to the clinical data, hemolysis was reported from (B)(6) based on lab reports for ldh, pfhgb, and bilirubin. Hemolysis improved after explantation on (B)(6). The pump was explanted due to the malposition of the impella on (B)(6). Data logs showed no signs indicating placement signal trends and pump flow variations while running on steady p-level, without any reported motor current spikes, on (B)(6). Alarms related to the impella's position in the aorta were reported at the end of the case run, with non-pulsatile motor current and elevated pump flow. The cause of the hemolysis issue was most likely patient condition related, based data log review. The cause of the positioning issue was not determined since product was not returned and sufficient clinical information was not provided. An infection/sepsis can occur during or after impella support. When diagnosing the cause of an infection in a patient, the following clinical evidence would need to be considered holistically: -patient symptoms and medical history obtained by the treating clinician -physical examination findings -results of special investigations: laboratory test results & imaging studies -microbiological culture and sensitivity results -response to previous treatments and therapies -any relevant epidemiological information or exposure history -concomitant devices in use. -preexisting patient condition such as underlying infection, remote septic sources such as indwelling lines/catheters or other bioprosthetic material in situ. -care of access site because this evidence has not been provided, the root cause of the infection cannot be determined.

Event description:
Additional information received from the clinical site that in (B)(6) 2024, the patient was admitted with drainage from axillary wound impella site and worsening of hypotension. Though the impella was removed (B)(6) 2024, the patient still had infection from the old impella site. Thus, possibly related to the device

Manufacturer narrative:
No change in the investigation results from the previous manufacturer device report number 1220648-2024-17601-2.. "The pump was not returned for investigation. It was implanted between (B)(6) and (B)(6). According to the clinical data, hemolysis was reported from (B)(6) to (B)(6) based on lab reports for ldh, pfhgb, and bilirubin. Hemolysis improved after explantation on (B)(6). The pump was explanted due to the malposition of the impella on (B)(6). Data logs showed no signs indicating placement signal trends and pump flow variations while running on steady p-level, without any reported motor current spikes, on (B)(6). Alarms related to the impella's position in the aorta were reported at the end of the case run, with non-pulsatile motor current and elevated pump flow. The cause of the hemolysis issue was most likely patient condition related, based data log review. The cause of the positioning issue was not determined since product was not returned and sufficient clinical information was not provided. An infection/sepsis can occur during or after impella support. When diagnosing the cause of an infection in a patient, the following clinical evidence would need to be considered holistically: -patient symptoms and medical history obtained by the treating clinician. -physical examination findings. -results of special investigations : laboratory test results & imaging studies. -microbiological culture and sensitivity results. -response to previous treatments and therapies. -any relevant epidemiological information or exposure history. -concomitant devices in use. -preexisting patient condition such as underlying infection, remote septic sources such as indwelling lines/catheters or other bioprosthetic material in situ. -care of access site. Because this evidence has not been provided, the root cause of the infection cannot be determined." Instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ e4 should have been left blank on the initial manufacturer device report number 1220648-2024-17601 as it is unknown if the initial reporter also sent the report to the food and drug administration. G1 reporting contact email revised on manufacturer device report 1220648-2024-17601 in accordance with updated procedures. B5 additional information was inadvertently omitted on the initial manufacturer device report number 1220648-2024-17601-2. H6 health effect - clinical codes 1930 and 1914 were inadvertently omitted on the initial manufacturer device report number 1220648-2024-17601-2. H6 health effect - impact codes 4607 and 4615 were inadvertently omitted on the initial manufacturer device report number 1220648-2024-17601-2. H6 investigation conclusions code 4315 was inadvertently omitted on the initial manufacturer device report number 1220648-2024-17601-2. H10 instructions for use were inadvertently omitted on the initial manufacturer device report number 1220648-2024-17601-2.

Event description:
The us complainant had a 5.5 pump support in (B)(6) 2024 for 3 days. The support was placed for a patient admitted in with history of valvular disease and CABG (coronary artery bypass grafting) suffering from pccs. In (B)(6) 2024 the loqi database reported the patient had hemolysis and malpositioning. The patient did expire on support as discussions were ongoing for plan of care and bridge strategy.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿